Event description:
The user facility reported residue in the chemical delivery system (cds), reliance dg container. Procedures were delayed and cancelled; no injuries to hospital staff or patient.

Manufacturer narrative:
The reported event is under investigation; a follow up report will be submitted once additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the unit and was unable to duplicate the reported event. The technician replaced multiple parts based on the user facility's reported issue. The technician ran a test cycle and found the unit to be operational. The reliance eps operator manual instructs that if chemical residue is observed in the dg cup at the end of an endoscope processing cycle, the instrument load should be re-processed. Steris has performed testing showing that a trace quantity (i.e. Less than 1 gram, or approximately ½ teaspoon) of residual reliance dg "builders" chemistry does not affect the delivery and generation of the active ingredient peracetic acid.